Manufacturer narrative:
One opened/used enlite serter was tested using a new lab enlite sensor. The serter passed per specification, sensor inserted and released properly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that a piece of the sensor broke off into the inserting device. The blood glucose reading was 139 mg/dl. She stated that the needle hub assembly did not release from the inserter. Nothing further was reported.